Event description:
It was reported that the customer's insulin pump received an external ram error alarm. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
There was a motor error alarm during rewind sequence due to motor encoder signal our of phase. The insulin pump was unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery, or displacement test due to a constant motor error alarm. We were unable to verify e17 alarm due to constant motor error alarm. The pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.